Event description:
The splines of the ablation catheter were defective upon inspection during prep. The catheter was not used. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).